Manufacturer narrative:
(B)(4). Report source : foreign. The event occured in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that it was impossible to impact the insert on the glenoid part. Surgeon was forced to hit the insert multiple times. A second insert has been used to finish the surgery. The event did not lead to patient adverse health consequence.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The sections were updated. The DHR review shows no non-conformity which could be linked to the issue. The product has not been returned, biomet france was not able to perform product analysis. The root cause is undetermined. A field action (customers notification) has been initiated on the (B)(6) 2017. Indeed zimmer biomet became aware of potential impaction issues during inlay¿s impaction of the t.e.s.s humerus inlay into the t.e.s.s humerus reverse corolla or into the t.e.s.s humerus reverse monobloc stem. This field action did not affect products distributed in the USA. If any further information is found which would change or alter any conclusions, a supplemental will be filed accordingly.